Event description:
The complainant alleged that during incoming inspection of the device it displayed a "pacer fault 122" message. The complainant indicated there was no pt involvement with this reported malfunction.